Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving unknown medication via an implantable pump. It was reported the patient's pump had been implanted for approximately a year then it had been replaced on (B)(6) 2023 due to pump breakdown. Environmental/external/patient factors thatmay have led to the event had been unknown. Patient weight and medical history were asked but remain unknown. At the time of this report the issue had been resolved and the patients status was alive - no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.